Event description:
A signal loss alarm issue was reported with the adc device. A caller reported the sensor lost signal therefore, the sensor alarm failed to trigger. As a result, the customer experienced weakness in the legs and was unable to self-treat, requiring both oral and shots of glucose from a third party as treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor was activated with a known good reader and the bluetooth connection was successful. A linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss), and signal loss message was observed. Since the sensor and known good reader communicated successfully, and a signal loss message was observed after simulating a signal loss, the returned sensor was found to be functioning properly. Therefore, the issue is not confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Attempted to activate signal loss alarm with fsll (ios) using a good known libre 2 sensor. Successfully received signal loss alarm. No issues were identified with librelink application. All pertinent information available to abbott diabetes care has been submitted

Event description:
A signal loss alarm issue was reported with the adc device. A caller reported the sensor lost signal therefore, the sensor alarm failed to trigger. As a result, the customer experienced weakness in the legs and was unable to self-treat, requiring both oral and shots of glucose from a third party as treatment. No further information was reported. There was no report of death or permanent injury associated with this event.